Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for erroneous results was not observed. Additionally, 10 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. An additional 6 tubes were submitted for clinical testing. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (erroneous results-sodium, potassium, chloride) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results-sodium, potassium, chloride. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes have inconsistent patient results. The following information was provided by the initial reporter. The customer stated: ise results comes high or low in the patient results. One to two samples were showing discrepancies with ise results per day (less than 1% error rate). First run high, second run normal. Also, another cases, where first run is low, and second run is normal. Around 5 to 10 tubes out of 400 tubes (2.5%), were showing c clot error per day, with full volume tubes. I checked all the sample quality of barricor, all were clear with no floated wpm.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes have inconsistent patient results. The following information was provided by the initial reporter. The customer stated: ise results comes high or low in the patient results. One to two samples were showing discrepancies with ise results per day (less than 1% error rate). First run high, second run normal. Also, another cases, where first run is low, and second run is normal. Around 5 to 10 tubes out of 400 tubes (2.5%), were showing c clot error per day, with full volume tubes. I checked all the sample quality of barricor, all were clear with no floated wpm.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.